Manufacturer narrative:
This ipg serial number was included in a field advisory and field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02274. It was reported the pt always feels heating at the ipg site while charging. She reported about three weeks ago she received a small burn on her skin and applied lotion to it. She stated she was not aware of the burn during charging but observed a small brown spot on her skin afterwards. She stated she charged for 1.5 - 2 hours that time but now she charges for only 45 minutes at a time. The sjm rep advised the pt of charging precautions and the pt stated she is using the charging belt and antenna pouch. No further info is available at this time. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.